Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high shock impedance out of range. The device data was reviewed by technical services (ts) and troubleshooting suggestions were provided. In addition, it was discussed that the lead trends show high out of range shock impedance measurements during the past year. The other lead trends appear stable in the daily measurements with no abnormalities. The ICD system remains in service. No adverse patient effects were reported.